Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose that was not lowering after administering multiple boluses, and that the transfer guard needle was still attached to the reservoir. The customer's blood glucose was 198 at the time of the incident. The customer stated that the transfer guard needle stayed attached to the reservoir after changing their infusion set. The customer declined to troubleshoot for the high blood glucose. The reservoir will not be returned for analysis.